Event description:
A customer reported the unit of measurement setting of their locked freestyle meter changed. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the fa16may2006 letter.